Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse inspected the instrument and found a defective waste pump which was causing the leak. The fse replaced the defective waste pump (pm1) as well as the waste filter along with multiple tubing on solenoids (lv7, lv8, lv12, lv15, and lv18). The fse stated obtaining white blood count ( wbc) vote out after replacing the waste pump. The fse then replaced the vic and reseated the wbc coaxial cable within the aperture/bath assembly resolving the wbc vote outs issue. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to tubing on solenoids (lv 7, lv8, lv12, lv15, and lv18), waste pump and vacuum isolator chamber (vic). (B)(4).

Event description:
The customer reported to beckman coulter (bec) that less than 50 ml of fluid leaked from the white blood cell (wbc), red blood cell (rbc) baths and vic (vacuum isolator chamber) and onto the counter while running patient samples on the coulter ac *t diff 2 analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient samples recovered incomplete results and therefore were discarded and not reported outside of the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.